Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, one of the plastic tubes on the disposable set, developed a small crack. The physician was notified and rinseback was performed on the patient. During rinseback, another machine was primed with a new disposable set. Once rinseback was completed, the patient was disconnected from one machine and immediately connected to the other. The procedure was resumed and completed with no issues. The customer declined to give the patient identifier. Patient outcome is unavailable at this time. The disposable set is not available for investigation because it was discarded by the customer. This report is being filed in response to the customer filing a medwatch report (B)(4).

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: per the customer, approximately 66 minutes into the procedure, a 'noise' was heard by the operator. The operator checked inside the machine and noticed a tear in the mesh sheath around the tubing located in the lower bearing area of the centrifuge. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. A torn braid near the lower bearing can be caused by, but not limited to, the following: misload ¿ the lower bearing is not correctly placed in the bearing holder. This can allow the braided section to be cut by the bearing holder as the centrifuge spins. Misassembly ¿ the encapsulation process does not produce a complete bond between the braid and the bearing, they can separate and the braid may appear to be cut.

Event description:
The customer stated, no additional medical follow-up was needed for the patient.